Manufacturer narrative:
Blockage in the handpiece cable causing restricted water flow.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scaler, there was hot water flow and the handpiece was getting hot; no injury resulted.